Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during the initial drain cycle of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp was utilizing one patient line extension set in combination with an integrated homechoice set. The patient line extension set was not connected until after the prime cycle had already been completed. Tsc assisted hp in ending therapy early. Hp setup with new supplies to complete therapy. Per hp, no patient injury or medical intervention was associated with this incident.